Manufacturer narrative:
Evaluation description: the reported field event of a sensing anomaly was confirmed in the laboratory via review of field electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the sensing anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patent presented in the operating room for a de novo implantation. During an atrial capture test, crosstalk was observed on the ventricular channel. After unsuccessful attempts at reprogramming, the physician elected to replace the device and lead. The patient condition was stable.